Event description:
Reportedly, the instrument did staple but did not cut completely. The instrument could not be removed out of the intestine. A new anastomosis was performed. Sigmoid tissue loss was reported.